Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation; please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that an alert was detected on latitude (home monitoring system) and the patient was brought into the clinic to have their device interrogated. The right ventricular (rv) lead was exhibiting loss of capture and the patient was symptomatic and experiencing diaphragmatic stimulations. The patient was admitted into the hospital and a chest x-ray was performed and confirmed a perforation. Subsequently, the patient underwent a revision procedure and this rv lead was repositioned successfully. No additional adverse patient effects were reported.